Event description:
Related to MFR report# 2183959-2012-00228. The pt was implanted with an ams sparc sling on (B)(6) 2006. Following the procedure the pt had catheter problems and a "couple of stitches came loose." On (B)(6) 2006, the pt underwent a second urethropexy; it was not indicated if an add'l device was implanted. After this, the pt experienced vaginal and pelvic pain, spasms and dyspareunia. On (B)(6) 2006, a cystoscopy and a CT scan of the pelvis confirmed the pelvic pain was correlated with the area where a limb of the graft mesh could be palpated. Her pain continued. Physical therapy included walking. On (B)(6) 2007, mesh exposure was noted. On (B)(6) 2008, another surgery for mesh removal and a cystotomy was done. The mesh was found to be, "adhered to the bladder mucosa," with scarring and edema of the bladder neck. Further, "there was only a thin layer separating the bladder from the mesh." It was reported "5" surgeries were done. Add'l surgeries may be needed to remove more mesh. It was reported that she has sustained painful and permanent injuries, suffers emotional hardship and has developed "adverse medical conditions."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.